Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the xience skypoint stent delivery system (sds) was removed and re-inserted after additional dilation was performed. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case, the instruction for use (IFU) deviation related to re-insertion does not appear to have contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, moderately tortuous and 90% stenosed artery causing the reported failure to advance and subsequent material deformation. The device was then removed and re-inserted after additional dilation was performed (against instructions for use); however, the device was still unable to cross the lesion. Continued resistance with the anatomy was felt during removal causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was heavily calcified, moderately tortuous and 90% stenosed. A 2.50x12mm xience skypoint stent delivery system was advanced however, it failed to cross. The xience skypoint was removed and additional dilatation was performed. The xience skypoint stent delivery system was inserted again, but again failed to cross the lesion. During removal, the distal stent edge was noted to be flared and resistance was noted with the lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. The device was replaced with a xience skypoint 2.25x12mm to continue, followed by stent deployment. After post dilatation was performed, the procedure was completed. No additional information was provided.